Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During analysis the proximal 31cm section of the subject guidewire was noted to have extensive damage to the polytetrafluoroethylene (ptfe) coating indicating of torque issues. The patients anatomy was severely tortuous and its probable this caused an effect on the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire torque problem was was unable to be replicated, as this is a procedural issue, however the damage noted to the ptfe peeling in indicative of torque issues. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was highly tortuous. The operator rotated the guidewire and tip of the guidewire could not follow the rotation. An assignable cause of procedural factors will be assigned to as reported guidewire torque problem as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analysed guidewire ptfe coating peeling as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation.

Event description:
The device was returned for analysis, the investigation of the device revealed that the subject guidewire had extensive damage to the polytetrafluoroethylene (ptfe) coating. No clinical consequences were reported to the patient due to this event.